Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a matrix drawer failure, not detected on bus. The field service engineer replaced controller board for matrix drawer 1 on main to resolve the issue. The resolution was taken from the mater work order (B)(4).. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a communication issue. The customer stated that the device not detected on bus. The matrix drawer has been on and off failing since friday, rebooting the pyxis helps but just keeps failing. The issue was causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.